Event description:
The customer reported that while the unit was in use on a patient, blood entered the unit, and the unit failed to operate on battery. The patient was switched to another unit and therapy was continued. No patient injury was reported.